Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that incoming inspection member found debris in the sterile package.

Manufacturer narrative:
Review of the product determined that no failure was found as the product is within specification. No further investigation or action is required after review. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.